Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized for the peritonitis event. The patient was treated with an intraperitoneal injection of an unspecified drug (dose, duration and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow-up.